Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Data downloaded from the device indicates the device ran for 878 pulses, until reaching the 80 hour expiration (0x1c) alarm. No boluses were delivered after the priming sequence was completed. No issues were found that would result in a needle mechanism failure. The needle mechanism was reset and found to deploy normally. No damages were noted on the environmental seal or bottom housing that would indicate the needle mechanism was at all inhibited during deployment. The exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not function as intended and the cannula was difficult to insert. The pod was not worn and no adverse patient impact was reported.